Event description:
The pt reported that she was hospitalized for hypoglycemia. She stated the medical staff noticed that she was giving insulin boluses using the incorrect insulin-to-carbohydrate (ic ratio setting in the pdm. She is currently pregnant at the time. She did not provide any further info regarding the hospitalization or her treatment.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction could have contributed to the reported hypoglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.